Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported depression, pain and deflation issues cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms pain and depression were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is very unhappy and feeling depression with his post operative results with his inflatable penile prosthesis (ipp) device. He states his penis is shorter than it used to be. During post operative follow up, the physician inflated the device but it was unable to be deflated. The patient is experiencing pain as his penis maintains a partial erection. The sales representative offered to meet with patient liaison. The patient is evaluating his options and will reach out to sales representative once he has made a decision.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported depression, pain and deflation issues cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms pain and depression were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is very unhappy and feeling depression with his post operative results with his inflatable penile prosthesis (ipp) device. He states his penis is shorter than it used to be. During post operative follow up, the physician inflated the device but it was unable to be deflated. The patient is experiencing pain as his penis maintains a partial erection. He states his penis is getting less sensitive. The sales representative has provided the contact information of several urologists for the patient to seek medical advice.

Event description:
It was reported that the patient is very unhappy and feeling depression with his post operative results with his inflatable penile prosthesis (ipp) device. He states his penis is shorter than it used to be. During post operative follow up, the physician inflated the device but it was unable to be deflated. The patient is experiencing pain as his penis maintains a partial erection. He states his penis is getting less sensitive. The patient is scheduled for an appointment with his new physician on january 2022.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported depression, pain and deflation issues cannot be established as the product is not available for analysis. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms pain and depression were found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.